Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 8f sheath hole prior to an interventional mitraclip procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. The second proglide device attempted, but when harvesting the suture, the suture came out of the anatomy with the knot formed. The suture of a new proglide was successfully pre-placed. The sheath was upsized to a 24f sheath and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures of the first and third device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.